Manufacturer narrative:
The returned sensor was evaluated. External visual inspection showed no physical damage. The sensor failed continuity testing due to an open across the CT electrodes, and an open trace between r1, r2, cb and the connector. Functional testing could not be performed as the sensor was returned used.

Event description:
The customer reported inaccurate values with the product wherein the psi number appeared inaccurately high during a patient surgery. No consequences or impact to patient were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported inaccurate values with the product wherein the psi number appeared inaccurately high during a patient surgery. No consequences or impact to patient were reported.